Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18188, 1627487-2021-18189, 1627487-2021-18191, 1627487-2021-18193. It was reported the patient had an infection at all incision sites. In turn, the patient was prescribed antibiotics to address the issue. Reportedly, the incision sites show signs of healing.